Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. It was noted to be mild, however, the stimulation persisted especially when the patient would bend downward. The left ventricular (lv) lead was programmed off. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.